Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer was struggling with no delivery alarms. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.